Event description:
It was reported that the right ventricular lead exhibited high capture threshold values, resulting in high pacing outputs in the dependent patient. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of high pacing threshold was confirmed. As received, a complete lead was returned in one piece. Dissection of the lead found the inner insulation was abraded at the suture tie region. The cause of high pacing threshold was due to abraded inner insulation which is consistent with suture tie down forces.